Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient (hp) had a breach in aseptic technique. The technical service representative (tsr) asked the hp if they used a flexi cap when they disconnected. The hp stated that they dropped the flexi cap so they put the patient line in the flexi cap wrapper and disconnected. The hp reported that they had reconnected later. The tsr had the hp close the clamps and disconnect. The hp was going to finish the therapy with manual bags. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). The customer had a use error during therapy. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", where the users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is further relevant information from that review, a supplemental medwatch will be filed.